Event description:
It was reported that the patient experienced an infection at the right s2 lead. The infection is being treated with antibiotic. Investigation was unable to determine which of the lead is the right s2 lead.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a , UDI: (B)(4), serial: (B)(6), batch: 10281337.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the infection has resolved.